Event description:
It was reported that the fowler was stuck in an elevated position due to cpu board malfunction. However, the fowler could lower to its lowest horizontal position for emergency CPR administration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it were to recur. Therefore, this issue is not reportable.

Manufacturer narrative:
Update to event description to include this is a non reportable complaint.

Event description:
It was reported that the fowler was stuck in elevated position. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4): investigation is ongoing.